Manufacturer narrative:
We are waiting for additional data from the distributor. We are unaware about patient injury, the failure happened during preventive maintenance.

Event description:
The laser system has the following problem: "the pc panel failed to boot up during preventive maintenance." No adverse effects to patient were reported,the laser was not used for treatment.